Event description:
It was reported that the patient¿s implantable neurostimulator (ins) slipped down about 2 months prior to the date of this report. It was noted that the patient had felt a muscle pull and saw her doctor and it was determined the ins had moved down. The patient was scheduled for surgery on (B)(6) 2014 to revise the implant.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v944205, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# v425792, implanted: (B)(6) 2010, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v944205, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# v425792, implanted: (B)(6) 2010, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Additional information received reported the patient's battery had moved. It was fixed with a surgery first to reposition the battery.